Event description:
Healthcare professional (hcp) reports a fiber leak in the first hour of treatment noted by blood leak alarm and confirmed by hemastix. This leak occurred in the 3rd reuse of this dialyzer. The estimated blood loss was 200 cc. The treatment was continued with new disposables without incident. No pt injury or medical intervention reported.